Event description:
It was reported that a minicap extended life pd transfer set was misassembled. It was further described as ¿there is whole product in package but the transfer set was not correctly put together.¿ this was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected which identified a transfer set not assembled. The reported condition was verified. The cause of the condition was related to an assembly issue during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.